Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the device could not be refilled during the placement of wall reinforcement. From the outset, it was impossible to refill the device with the provided refills, and difficulties were encountered when loading the reload onto the handle. The reload was not securely fastened onto the shaft, and there was difficulty articulating the device. Another device was used instead. No patient was involved.